Event description:
During an atrial fibrillation procedure, when the ablation catheter was removed out of the sheath, it was noted that there was bleed back from the hemostasis valve. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported blood leak remains unknown.

Event description:
During an atrial fibrillation procedure, when the ablation catheter was removed out of the sheath, it was noted that there was bleed back from the hemostasis valve. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. Air aspiration and air contamination into the patient was not confirmed. No additional puncture was performed when the introducer was replaced.